Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 during a jejunal extension tube replacement in the endoscopy department, the gastroenterologist noted that the internal bumper was buried in the stomach tissue. It was reported that attempts to mobilize the tube had resistance but there was no compromise and the patient had "so" symptoms. The jejunal extension tube was replaced with a possibility of a complete tubing change at a later date.